Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info was requested. (B)(4).

Event description:
A customer reported that following a glaucoma filtration device implant procedure,a pt complained of high intraocular pressure. The device was implanted approximately 30 days ago. The surgeon explanted the device as it was 'blocked' and did not allow filtration. Additional info was requested.